Manufacturer narrative:
One sample was returned. Eight samples were not returned. There were seven cases with a method codes of analysis of production records (3331). There were six cases with a method codes of device not returned (4114). There was one case with method code of type of investigation not yet determined (4118). There was one case with method code of insufficient information available (4119). There was one case with method code of device not accessible for testing (4117). There was one case with a method codes of testing of actual/suspected device (10). There were seven cases with a results code of no findings available (3221). There was one case with a results code of results pending completion of investigation (3233). There was one case with a results code of operational problem identified (114). There were seven cases with a conclusion code of cause not established (4315). There were one case with a conclusion code of conclusion not yet available (11). There were one case with a conclusion code of cause traced to user (19). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Nine samples were not returned. There were six cases with a method codes of analysis of production records (3331) and device not returned (4114), a results code of no findings available (3221) and conclusion code of cause not established (4315). There was one case with method code of type of investigation not yet determined (4118), a results code of results pending completion of investigation (3233) and conclusion code of conclusion not yet available (11). There was one case with method code of analysis of production records (3331) and device not accessible for testing (4117), a results code of no findings available (3221) and conclusion code of cause not established (4315). There was one case with method code of insufficient information available (4119)and device not returned (4114), a results code of no findings available (3221) and conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient age is unknown. There was 1 female patient and 8 patients with unknown gender.